Event description:
The physician accessed the superior vena cava through the jugular vein. While attempting to snare a port catheter from the right atrium, one loop of the snare broke free and migrated to the right pulmonary artery. The physician used a goose neck snare to retrieve the loop from the pulmonary artery without complication. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.